Event description:
As reported by the field clinical specialist (fcs), 6 years, 6 months post-implant of a 29 mm sapien 3 valve in the pulmonic position, the 29 mm sapien 3 valve required intervention due to pulmonary insufficiency (central regurgitation) and stenosis. The patient was experiencing shortness of breath and heart failure. It's noted that the patient had developed a higher gradient months before (this is likely due to the reported stenosis). The team ballooned the valve, and the patient then developed pi. The patient was then scheduled for this valve in valve. The patient is doing great. Stable and discharged home.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that the thv was implanted in pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement only at the time of original implantation. While the device is now approved for pulmonic position valve replacement, it remains off-label for this case. The IFU in this section is for tf (transfemoral) procedure in the native aortic position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. The commander ds with s3 valve IFU was reviewed. Warnings include 'accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Potential adverse events include 'exercise intolerance or weakness', 'paravalvular or transvalvular leak', 'valve regurgitation', 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigation's include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation.' The complaints for 'stenosis' and 'central regurgitation' were unable to be confirmed due unavailability of medical records and/or relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. It should be noted that the thv was implanted in pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement only at the time of original implantation. While the device is now approved for pulmonic position valve replacement, it remains off-label for this case. As reported, '6 years, 6 months post-implant of a 29 mm sapien 3 valve in the pulmonic position, the 29 mm sapien 3 valve required intervention due to pulmonary insufficiency (central regurgitation) and stenosis. The patient was experiencing shortness of breath and heart failure. It's noted that the patient had developed a higher gradient months before (this is likely due to the reported stenosis). The team ballooned the valve, and the patient then developed pi. The patient was then scheduled for this valve in valve. The patient is doing great'. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth overtime, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, a balloon aortic valvuloplasty (bav) was performed 6 years and 6 months post-operatively to improve the reported stenosis. It is possible that the 29mm transcatheter heart valve (thv) was overexpanded during this post-dilation. An overexpanded thv can affect the proper coaptation of the valve leaflets, leading to the reported central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the reported event.